Event description:
It was reported to adac that the last contour did not appear in 2d and 3d wireframe visualizations. In 2d contour, the user drew the most superior roi using the continuous draw tool and then drew the most inferior roi. The user then contoured the slices in between the most superior and most inferior slices. When they turned on poly mode, the last contour entered disappeared. No injuries were reported as a result of this issue.